Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that their insulin pump was not on and insulin pump exposed to fluid. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer's mom reported that there was water in battery compartment. Customer's mom stated that o ring was in place. Customer's mom stated that o ring was free of debris. Customer's mom stated that battery cap was not damaged. Customer's mom stated the home screen did not appear on the display. The customer's mom was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a missing retainer ring and a missing reservoir tube lip o-ring.